Manufacturer narrative:
All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) anti-hcv result of (B)(6), when processing on the architect i2000sr. The initial result was (B)(6) and retested (B)(6). Another retest result was (B)(6). No impact to patient management was reported.

Manufacturer narrative:
A review of tickets determined that there is elevated complaint activity for lot 95522li00. A review of tracking and trending identified for the architect anti-hcv reagent did not identify any trends associated with the complaint issue. Return testing was not completed as returns were not available. Manufacturing documentation including statistical process control (spc) charts were reviewed. This review found the likely cause lot generated lower readings and values for the calibration and controls and normal results for an internal panel of known concentration. Retained reagent kits of lot number 95526li00 (contains the same bulk material as the likely cause lot 95522li00) were tested in a sensitivity setup including two internal sensitivity panels and additional replicates of the positive control. The sensitivity panel values and the positive control values met specifications. The results were in the typical range and no false non-reactive results were obtained. Additionally, 2 commercially available seroconversion panels were tested with reagent lot 95526li00 and the results were compared to architect anti-hcv results provided by the panel manufacturer. Reagent lot 95526li00 detected the same bleeds as reactive. Based on these data it was shown that the sensitivity performance is not adversely affected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, architect anti-hcv reagent lot 95522li00 met performance specifications for controls and sensitivity. No systemic issue or deficiency was identified.